Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row b was not showing in pyxis, and the machine was rebooted twice yet remained failed. A field service engineer turned off the medstation and reseated all cables in the back and turned on pyxis and then tested all cubies in 5.1 and 5.2 in both main and aux by popping open all lids. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the hmbonc1 m6 5.2 b row was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.